Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that cause stimulation issues, discomfort and shock down the leg was not determined. It was noted that patient had good impedances in all electrodes. Reprogramming was performed to resolve the reported issues. The patient weight was reported as (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient stated stimulation was grabby and stabby. Patient stated it was like too much stimulation and it didn¿t matter what program the patient was on. Patient stated she was fine for a while on 3 and then went to 4, but it was very uncomfortable. If patient switched programs and decreased it, it felt like stabbing in a small ratio. Patient stated settings were very low. Patient reported program 2 started to shock down back of right leg. Patient reported experiencing stabbing and stimulation being too strong about 6 inches below belly button. Patient had the implant for vaginal pain control. Patient had nerve problems in lower pelvic floor. Patient stated stimulator was helping for vaginal pain. Patient had tried to turn off stimulator, but patient felt too much pain from normal vaginal pain. Patient stated vaginal pain was like having labor 24/7. Patient was advised to consider turning off stim to see if that resolved the issue. Patient did not want to do it, because stimulation was helping with vaginal pain. Patient was redirected to their healthcare professional (hcp). No further symptoms or device complications reported or anticipated.